Event description:
The complaint is classified based upon the info the pt/layperson gave to the customer care advocate, cca, in 2008. The cca replaced on products. This senior medical affairs specialist has mailed a letter to the pt having been unable to speak directly with him. Results are in mg/dl, the correct unit of measure. The pt had complained that his blood glucose results were inaccurately erratic when testing on his onetouch ultra 2 on the same day at noon. The pt reported results of 359, 97, and 58, obtained more than 20 minutes apart, while the meter's memory showed results of 240, 230, and 358. The pt allegedly took 10 units of novolog 70/30, reportedly, an increased amount. After the issue began, the pt became nauseated and passed out. A result on a back up meter was 150. Whether it was taken before passing out or after was not provided. Reportedly, the pt did not receive medical intervention. Because the pt allegedly took an increased amount of insulin and later passed out, a symptom associated with severe hypoglycemia, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.